Event description:
The customer reported the system had an interlock error and locked up. The customer tried multiple times to reboot the system. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.